Event description:
The customer reported an incident whereby a 75cx-6 csm monitor was not turning on despite being charged. After approximately 20 mins of being charged, the power supply made noises (similar to a blown fuse) and burning smells were coming from the device. There was no reported injury. This incident was captured in hillrom complaint (B)(4).

Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. The 7000-ps is the connex spot monitor 35 watt power supply. Images were received which showed the socket for the power supply and the mains cable connection had charring marks. Hillrom has requested the device to be returned for inspection to determine root cause of the reported malfunction. However the device has not been received at this time. If the device is returned, hillrom will forward any investigation findings in a supplemental report. Although the reported event did not result in a serious injury, the reported malfunction could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Manufacturer narrative:
The power supply was received and analysed, the following findings were observed: external visual inspection of the power supply and cord showed evidence of burn marks. Both the power supply and power cord were still functional upon return. The voltage was measured on the power supply using a mutlimeter and gave a reading of 15.1v this was within the specification of 15v+/-1.5%. The pcba was then removed from the plastic housing of the power supply which had evidence of fluid ingress around the mains input connector pins. It was determined that the fluid ingress created a low resistance path between the line and ground pins, and when the mains power was turned on, energy dissipated around the low resistance path, causing a burn before the rcd trip. Although the reported event did not result in a serious injury, the reported malfunction could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
The customer reported an incident where by a 75cx-6 csm monitor was not turning on despite being charged. After approximately 20 mins of being charged, the power supply made noises (similar to a blown fuse) and burning smells were coming from the device. There was no reported injury. This incident was captured in hillrom complaint ref # (B)(4).